Event description:
Customer reported that when the alarm is in use with the nurse call option, the alarm does not always send a signal to the nurse's station. Customer reported that this was discovered during use, but could not provide the date of the even or any pt info. No pt incident or injury was reported.

Manufacturer narrative:
Eval of the returned product did not confirm the reported issue; however, the pre-recorded voice message does not play, only clicking sounds can be heard when weight is removed from the sensor pad. The unit's tone plays properly and passes all other functional tests. No physical damage observed to the alarm unit. (B)(4).